Event description:
Adverse event(s): "no patients involved" (no pt involvement). Product problems(s): "scanner error message" (device displays error message). A technician reports the scanner was defective. Power to the system was reset four times, but the error message continued to come up. The technician stated the scanner error occurred during calibration and a full day of surgery was canceled, however, no pts were involved, no eyes were prepped and no flaps cut.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).